Event description:
The user facility reported that the guidewire fractured when manipulating the wire with no image from the cine system. Follow up communication from the user facility confirmed the following information: (1) with the femoral access, the wire was manipulated in a downward direction; (2) the reverse wire technique was used; (3) the cine system was broken and the image disappeared for ten minutes; (4) the actual sample was being manipulated during these ten minutes with no image; (5) the actual sample became fractured; (6) the fracture piece was retrieved; and (7) the procedure was completed successfully.

Manufacturer narrative:
Results - is based upon evaluation of user facility information & the returned sample; the outside diameter of the return sample. Conclusions - further investigation of this complaint is in process. The actual sample was returned to the manufacturing facility for evaluation. The main body and the fractured piece was measured and confirmed to be approximately 2600 mm in total. The fractured piece measured approximately 126 mm. The main body measured approximately 2474 mm. According to the manufacturer specification of this product, the total length should be approximately 2600 mm. From this it is most likely there is no portion missing from the actual sample. Magnifying inspection of the fracture cross-sections found that the urethane layer had been stretched toward the fracture-end on both fractures. The core wire at the distal fracture was found to have been deformed into the curved shape. Electron microscopic inspection of the fractures found some creases had generated on the urethane layer located on inside of the curvature. The outside diameter was measured along the total length and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. Review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no production related problems or discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up # 1 for MFR. Report # 9681834-2015-00029 to provide additional information for the evaluation results. Further investigation of the involved device was completed. The urethane layer around the fractures were removed for further electron microscopic inspection of the state of the fracture of the core wires. The fracture cross-section surfaces were found to be rough. The core wires were found to have been deformed into a curved shape toward the end of the fractures. Reproductive tests were completed using product samples. Several tests were completed and the exact failure was not able to be reproduced. The following tests were conducted and able to reproduce the reported failure. (Test 4) a product sample was subjected to a loop-shaped force till it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the cross-section was flat and was rough. The end of the fracture was noted to be in the curved shape. The state of the fracture very similar to that of the actual sample was duplicated. (Test 5) a product sample was formed into a loop shape by the reverse wire technique in and then trapped in the phantom vessel. Subsequently, in the trapped state, the sample was withdrawn. The sample became fractured. Magnifying inspection of the fracture revealed the core wire had been flexed to the fracture end. (Test 6) a 90 degree bend was given to a product sample on the segment around approximately 126 mm from the distal end by letting the sample fit along a cylinder rod respectively 15 mm, 7.5 mm and 2.5 mm in curvature radius. No kink was generated on the product sample with use of all three rods. When the product sample was bent by 180 degrees on the segment around approximately 126 mm from the distal end, the sample became kinked. There no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely based on the investigation result that this complaint is due to the application of the reverse wire technique, the actual sample was formed into a loop shape. Subsequently the actual sample was trapped in the vessel due to some factor(s). In the trapped state, the actual sample was pulled in the proximal direction, when it got fractured at the looped segment. From the available information, however, it cannot be known when and how the event occurred and the cause of this complaint cannot be determined definitely. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for MFR. Report # 9681834-2015-00029 to provide additional information for the evaluation results.